Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's ipg site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated. The physician does not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated. The physician does not suspect device malfunction.